Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. No further information was available regarding any corrective actions taken, and attempts to contact the customer were unsuccessful.